Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that all four device's selection buttons functioned smoothly. Three of the devices mechanisms functioned as per surgical technique except one. The one device mechanism is damaged. When button #1 and #2 are depressed, the pushrods do not fire completely. Furthermore, the device did not lock in the neutral position. After further evaluation, it was found that the trigger's teeth are stripped and broken off which caused the mechanism to become offset. In addition, all four devices cannula tracks and distal tips are severely bent. Tip bending is typically caused by leveraging/prying the device during implantation procedure. Complaint event most likely due to not following the surgical technique. Per the surgical technique implant #2 need to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, implant could be potentially entangled with the suture and pulled back from the meniscus. The implant may be pulled out from meniscus due to the incorrect use of the depth stop or over tensioning of suture construct. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a total of four speed cinches were attempted during an anterior cruciate ligament repair. First speed cinch was attempted. A depth stop was used and the device was introduced through the portal and got stuck in the portal. The device was removed with no implants deployed. Second speed cinch was attempted. The grey button on the device would not depress to move into the #1 position and no implants were deployed. For both the third and fourth speed cinches that were attempted, the first peek implant deployed without issue. The second peek implants were deployed and during the tensioning of the sutures with a knot pusher the second peek implants pulled out of the meniscus. Sutures were cut and also removed. The first peek implants from both the third and fourth speed cinches remained un-retrieved behind the meniscus. Surgeon then completed the case using an ar-4500 cinch.